Manufacturer narrative:
Other text: b5, d10 and h6 updated.

Event description:
Additional information : no patient was involved in this incident.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the input fitting and patient outlet connectors were both loose. No other apparent physical damage. Connected to 60 psi and powered on the device applying backpressure for a visual indication of the manometer. At no time did the needle on the manometer move during functional testing confirming the complaint. The root cause was the silicone tubing was not connected to the manometer from a previous service. The previous service history has been reviewed and may be related to a service error. Replaced silicone tubing as a preventative measure. Tightened patient outlet connector and input fitting. Upgraded smc check valve. Replaced faulty flow block with old style non-return valve (nrv) assembly. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. The device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge was not moving, the needle never moves. Patient involvement unknown.